Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) more often and took longer to charge as well. The patient experienced an inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.